Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 454 mg/dl. Customer treated with IV fluid and insulin drip and blood glucose went down to 230 mg/dl. Customer declined high blood glucose troubleshooting. No further details provided.